Manufacturer narrative:
The system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The customer resolved the reported issue and the device returned to service after passing performance specification testing. The corrective action is not known; the customer did not specify despite attempts to procure the information. The device was operational after repairs were completed. If additional information becomes available at a later date, a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00427. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device cannot bootup. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.